Event description:
It was reported that ongoing intermittent unspecified malfunction alarms and malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Reportedly, the customer is ¿sleeping with an electric blanket and the malfunctions always happens in her sleep.¿ there was no adverse impact to the customer¿s blood glucose level.